Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned cable was evaluated. During evaluation the cable passed all visual and functional testing. The cable was determined to be functioning as designed.

Event description:
It was reported that during an or case, pleth waveform "dropped out" and lost spo2 readings. The cable was exchanged and readings and pleth waveform returned. No known impact or consequence to patient.